Manufacturer narrative:
Other components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump. On (B)(6) 2017, it was reported that the patient's ins pocket site wound would not heal so the entire system was removed 6 months after implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.